Event description:
A power source alert 07 was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer used a tandem charging cable with a wall adapter and resolved the issue by plugging the charging cable into a working outlet for at least 30 minutes, after which the pump began charging and no further assistance was required.